Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had the concurrent procedures of abdominaoplasty, transconjunctival lower blepharoplasty with carbon dioxide laser resurfacing of skin performed during mesh implantation. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain as well as severe abdominal pain, urinary leakage; frequent vaginal infections; vaginal discharge; urinary tract infections; recurrent prolapse and excruciating pain during intercourse, ongoing physical pain and discomfort. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and an obturator sling was implanted. Concomitantly the patient underwent a vaginal hysterectomy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.